Event description:
It was reported that during a case in which a sheath was used, the balloon catheter was advanced to the lesion via a contralateral approach to the sfa, and there was heavy calcification present. The balloon catheter was inflated 10 atm, when the balloon ruptured. Upon removal of the balloon catheter, as it was pulled back into the sheath with force, the balloon was stripped off the shaft into the distal sfa. A snare device was used to retrieve the balloon. Reportedly, there was no patient effect.